Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00100 to provide the sample evaluation results. Results = evaluation of user facility information and the actual device; the retention samples from the reported and surrounding lots. Conclusions = evaluation of user facility information and the actual device; the retention samples from the reported and surrounding lots. The actual device was returned to the manufacturing facility for evaluation. A visual inspection of the sheath revealed three holes in the sheath at 7mm, 9mm and 10mm from the hub. An evaluation of the retention samples from the reported lot, as well as the surrounding lots, revealed no visual anomalies. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. Based on the investigation the returned sample confirmed the reported complaint, however, the retention samples were revealed to be normal product. The exact cause of the reported event cannot be determined and there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00100 to provide the sample evaluation results.

Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a pinhole in the sheath of the involved device. Follow up communication with the user facility confirmed the following information: the 5fr pinnacle device was inserted into the femoral artery; shortly after, the doctor noticed a hematoma developing and withdrew the sheath; upon withdrawing the sheath the doctor noticed a pinhole on the side of the sheath; it was reported that the patient's hematoma was minor and did not required any intervention or surgery; the procedure was completed successfully; and the patient was reported as in stable condition and doing fine.